Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data b3, b4, g4: the date of event, date of this report and the date received by the manufacturer was reported as (B)(6) 2019 in the initial report. This information has been updated to (B)(6) 2019. H4: the device manufacture date was documented as unknown in the initial report. It has been updated to december 27, 2103. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Device manufacture date was unknown. Reporter¿s facility name and complete mailing address were not provided. Reporter¿s phone number was not provided. Concomitant medical devices and therapy dates, motor device, (B)(6) 2019. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during pre-surgery, it was discovered that the attachment device had a bearing issue and the motor device was getting hot and the wire became loose. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.